Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer returned the video telescope "high frequency unit "esg-400" to olympus repair center for evaluation of a displayed error code e433. There was no procedure involved and no reports of patient harm.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w. Brand name: high frequency unit, esg-400. Common device name: electrosurgical system generator. 510(k): k203682. Product code: gei. Initiation the device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Furthermore, the following additional finding was identified during inspection: damaged volume knob. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: defective generator board this issue is addressed in the instructions for use (IFU): the customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.